Manufacturer narrative:
The maquet national repair center (nrc) inspected the scroll compressor and reported no visual damage observed. The nrc installed the compressor, scroll into the cardiosave test fixture, and tested the compressor to factory specifications per the cardiosave service manual. The nrc verified the failure of system over temperature. The nrc verified that the scroll compressor was unusually hot. The compressor failed testing. Per company policy the nrc will be retaining the compressor.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient, an alarm activated and a message was displayed saying that the system temperature was high. Customer switched the iabp unit with another one. It was also reported that the patient was connected to a cardiohelp. No patient harm or serious injury reported, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue "system temperature high". The fse checked the compressor fan, pressure, and vacuum, and performed test to the compressor and the fse saw that the compressor performance test, was okay, and the fan was working fine. However, the compressor output test had high amps results. The fse determined that the compressor was defective. To fix the issue, the fse replaced the compressor, the muffler,1/8 npt, the muffler <100 micron and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient, an alarm activated and a message was displayed saying that the system temperature was high. Customer switched the iabp unit with another one. It was also reported that the patient was connected to a cardiohelp. No patient harm or serious injury reported, and there was no adverse event reported.